Event description:
It was reported that the insulin pump had blank display when she woke up and insulin pump did not alarm. Customer changed the battery and it did not work. Customer's blood glucose was 327 mg/dl. Troubleshooting was done. During the troubleshooting, customer stated that display did return. Customer reported that they got a new comforter recently and has a lot of static charge even when getting in the bed. The customer was assisted to perform self test and insulin pump passed. Advised customer that battery cap would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.